Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant hematocrit results on an 74 year old male patient undergoing quadruple bypass surgery. There was no additional patient information at the time of this report. Return product is available for investigation. Method date tested hct %pcv I-stat (B)(6) 2023 11:34 20 I-stat (B)(6) 2023 12:00 22 I-stat (B)(6) 2023 12:30 36 I-stat (B)(6) 2023. 13:10 18 I-stat (B)(6) 2023 13:54 26 all tested using wb samples the patient was transfused 4 rbc and 1 ffp prior to surgery. Customer reports the units were not ordered based on the I-stat results, orders were in before I-stat testing took place. Transfusion time spanned from (B)(6) 2023 at 21:46 to (B)(6) 2023 at 00:39 with a total of 6 rbcs and 1 ffp. Patient given rbc units "active bleeding", and ffp "inr>2.0. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-may-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria as outlined in appendix 1 of q04.01.003 rev.: ak product complaint level 2 and level 3 investigation procedure. No deficiency is identified for cg8+ cartridge lot w22347.

Event description:
Na.